Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4),implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported patient was having headaches in (B)(6) 2015. Patient stated, "it was implanted and it was still leaking fluid and blood into her brain." It was stated she had surgery in (B)(6) 2015 to correct it. No further information was given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.